Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 2 on both eyes (ou) at a 1 day post-operative exam. Topical steroid drops were increased and oral steroids (medrol dosepak) were prescribed to resolve symptoms. In addition, a flap lift and rinse was performed. The surgery center indicated the symptoms have been resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 -6.50 x .00 x 99, left eye pre-op 20/25 -6.75 x -.75 x 160.